Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes: dry mouth. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note 1: manufacturer contacted customer in a follow-up call on 07-apr-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still experiencing dry mouth. No additional medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 08-apr-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No additional medical intervention since the last call was reported. Note 3: manufacturer contacted customer in a follow-up call on 14-apr-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-3). Customer is using true metrix pro meter, which is for multiple patient use only. During the call, a blood test was performed by the customer non-fasting and produced test result of 432 mg/dl using true metrix pro meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 2026 and test strips were opened one month ago. The customer reported having dry mouth and felt medical intervention was needed. Customer had initially spoken with coordinator who transferred customer's information to technician. When contacted by technician, customer stated that he had contacted his doctor and has appointment on tuesday. Customer stated that he just took his medication and laid down. Customer stated that he is still experiencing the dry mouth. True metrix replacement products were sent to the customer.